Event description:
They were unable to interrogate the pump. An x-ray was done (date not reported) and indicated that the pump was flipped. The pump was surgically revised-re-sutured. The medication is being delivered via the device system was not reported. Additional information has been requested. A follow up report will be sent if additional information becomes available.